Event description:
It was reported that the device was in use for infusion of remodulin. The reporter stated the device leaked during infusion at the filter area. No adverse effects to patient reported. .

Manufacturer narrative:
Other text: additional information provided in d10, g4, h3, h6. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed no discrepancies were found. No leaks or other discrepancies were found during leak test. The root cause of the reported issue was not determined since the complaint was not confirmed. Actions taken to mitigate the reported issue: no corrective actions are require since the complaint was not confirmed.